Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and a cartridge change error occured. The customer reset the pump and reloaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 160-247 mg/dl.